Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) has been confirmed. Upon investigation, the battery charger was unable to detect inserted battery packs. The cause for the failure was isolated to a shorted u13 cmos flash microcontroller. The root cause for the shorted u13 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger wasn't charging this batteries. The pt was issued a replacement battery charger/modem.